Event description:
After an implantation period of approximately 67 months, oversensing with inappropriate shocks was reported. The lead was capped on (B)(6) 2017, and a new lead was successfully implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves demonstrated a stable pacing impedance around 650 ohms between (B)(6) 2017 and (B)(6) 2017 with a subsequent decrease to 200 ohms in (B)(6) 2017. In the same time period the shock impedance increased from around 50 ohms to 70 ohms. Furthermore the provided iegms showed the presence of noise on the ff and on the rv channel as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.